Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported extracapsular rupture. Side unknown. Device explanted.

Event description:
Healthcare professional reported, extra capsular rupture. Side unknown. Device explanted.

Event description:
Healthcare professional reported extracapsular rupture against left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, black particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.